Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the tip of the subject guide wire broke and was left in the patient. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, the guide wire tip was not shaped, and there was no allegation against the micro catheter. Medical intervention was performed to try to remove the broken wire tip but failed. The patient is in good condition at present, but the guide wire has not been removed yet. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure the tip of the subject guide wire broke during withdrawal and was left inside the patient's body. The physician tried to retrieve the broken tip but was unsuccessful. The procedure was not completed successfully, and patient condition is unknown.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the tip of the subject guide wire broke during withdrawal and was left inside the patient's body. The physician tried to retrieve the broken tip but was unsuccessful. The procedure was not completed successfully, and patient condition is unknown.